Event description:
It was reported that during device check, lead dislodgement was suspected due to noise, increased pacing thresholds, and decreased pacing lead impedance measurements. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomalies were found.